Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not wash his hands properly after touching his cats and then began pd therapy. The patient was diagnosed with peritonitis while hospitalized for an unrelated event. The patient was treated with intraperitoneal fortaz (dose, frequency and duration not reported) for peritonitis. The patient was discharged five days after being admitted to the hospital. At the time of this report, the patient was recovering from the peritonitis event and antibiotic therapy was ongoing. Dianeal therapies were ongoing. The patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.